Manufacturer narrative:
(B) (4). Conclusion: the reported telemetry errors resulted from a wrong management of internal data by the programmer. This was visible upon an attempt to save threshold or smartcheck test result in device memory. This communication problem was limited to tests saving, and would have been solved with a new interrogation of the device (occurring after aida programming has ended). This inadequate management is corrected in (B) (4) of programming software, which is now available (product code rp231). The printing issue is still not corrected; a correction will be evaluated in a future release of the programmer software. Meanwhile, using snapshot printing or ending the session then re-interrogate the device will allow normal printing operations.

Event description:
During the implantation of the device involved in this report, it was impossible to save threshold test results because of communication problems. It was also impossible to print a report.